Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient is alleging asthma (new or worsening) and lung disease. In addition, the patient also alleged dizziness, headache and sinus infections. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.